Manufacturer narrative:
(B)(4). After further review, patient involvement was provided at the time of the initial report. There was no patient involvement at the time of the reported issue. The issue occurred during testing. Additional information was provided on (B)(6) 2016: the screen was reported to reset. The field service engineer troubleshot the ventilator and could not find any problems. The reported condition was not confirmed. The ventilator has passed pvt, est, and sst and is ready for use.

Event description:
There was no patient involvement at the time of the reported issue. The issue occurred during testing. The screen was reported to reset.

Manufacturer narrative:
(B)(4). The field service engineer troubleshot the ventilator over the phone with the customer and could not find any problems. The reported condition was not confirmed. Ventilator use status was noted to be limited use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a loss of communications. Patient involvement was not provided by the customer.